Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving compounded baclofen (300 mcg/ml, 100 mcg/day), fentanyl (500 mcg/ml, 166 mcg/day) and bupivacaine (30 mg/ml, 10 mg/day) via an implantable pump for an unknown indication. Information reported the patient was infected after having their pump replaced on (B)(6) 2018. The patient experienced redness, fever, and swelling in the pump locket. The hcp diagnosed an infection (not known what dates this occurred). The pump was explanted on (B)(6) 2018 and the patient was placed on antibiotics. The issue was resolved at the time of this report. The patient's status was alive - no injury.